Event description:
It was reported that the implant was revised due to non-fusion and poor patient bone quality. The patient was successfully revised with another implant and supplemental fixation.

Manufacturer narrative:
Investigation in process.